Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review of remote transmission, noise was noted on the right ventricular lead. Noise was noted on patient's chart since (B)(6) 2014. The patient presented in hospital clinic, the physician noted that the noise was reproducible with arm movement, high capture thresholds and high impedance was also noted. No intervention had been reported.

Event description:
2/17/2016 new information states that the right ventricular lead was explanted and would not be returned. The patient tolerated the procedure well and in stable condition.